Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic hernia repair. According to the reporter, the device was inserted into the abdomen by the surgeon and the syringe met with resistance upon inflation. The trocar was removed and inflation was attempted outside the body with no success. A new trocar was used with no problem. It is unknown if there was any adverse event experienced as a result of the issue. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a lap hernia repair procedure the balloon would not inflate. Functionally, the trocar balloon was unable to be properly inflated due to the cracked reflux valve. The locking collar and flapper valve were found to function properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked reflux valve and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).